Event description:
It was reported that a liner tear occurred. Access was obtained via the right femoral artery. The iliofemoral was moderately tortuous. After correct isleeve preparation, physicians tried introduce sheath through vessels. The dilator wasn't put to the end and tip of introducer caught the access site. The device was exchanged. Upon removal it was noticed that the sheath was torn. A new isleeve was introduced and was used successfully. No further patient complications were reported. Manufacturer analysis:the returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the seams were split/torn on the seam. One seam was torn starting 2.6cm from the tip and extending to the tip. One seam was torn starting 2.9cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: unintended use error caused or contributed to event.